Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician inserted the was and advanced it into the left atrium when a thrombus was noted. The physician aspirated back and the thrombus was no longer visible. The patient was given additional heparin and the procedure was continued. The wds was inserted into the was and positioned in the laa of the patient. The closure device was deployed in the patient when a thrombus was noted. The thrombus cleated on its own and the physician continued the procedure. The closure device was successfully implanted in the laa of the patient and there were no complications that were reported to have occurred as a result of this event.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the was and advanced it into the left atrium when a thrombus was noted. The physician aspirated back and the thrombus was no longer visible. The patient was given additional heparin and the procedure was continued. The wds was inserted into the was and positioned in the laa of the patient. The closure device was deployed in the patient when a thrombus was noted. The thrombus cleared on its own and the physician continued the procedure. The closure device was successfully implanted in the laa of the patient and there were no complications that were reported to have occurred as a result of this event.